Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, impedance decreasing to low levels, oversensing and pacing inhibition. It was noted that the rv lead had damaged insulation. It was also reported that the patient experienced syncope due to the rv lead issues. The right atrial (ra) lead exhibited undersensing on electrograms (egm). The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.